Event description:
Based on information obtained, decision is not reportable at this time. As device was replaced due to recharge burden and not loss of stimulation.

Manufacturer narrative:
Based on information obtained, decision is not reportable at this time. As device was replaced due to recharge burden and not loss of stimulation.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient's ipg reached end of life. Surgical intervention was undertaken wherein the ipg was explanted and replaced.